Event description:
On 7/7 emergency medical staff placed semi automatic defibrillator on cardiac arrest pt, no shock advised, artifact. On paramedic arrival, pt found to be in ventricular fibrillation and shocks delivered. (Possibly 10 min delay in defibrillation if pt was in ventricular fibrillation while semi automatic defibrillator on).